Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic with muscle stimulation. The patient was paced and while pacing the patient could feel the stimulation. Pleura effusion was noted via echo. It is unknown if this was present at the time of implant or occurred after. The physician believes there was a possible partial perforation that may have healed and resulted in the effusion. Few days later the patient returned to the operating room for a lead revision. The physician attempted to reposition the lead but encountered issues while trying to retract the helix the physician decided to completely explant and replace the lead. This occurred without adverse event and the procedure concluded successfully with the patient having remained stable before, during, and after the procedure. The patient will continue to be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.